Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A sample was received to perform an investigation. The returned pump was noted to have a scratched screen. Three separate delivery accuracy tests were performed; at least one test was outside of the pump's delivery accuracy manufacturing specification. The root cause of the problem was due to the expulsor. The expulsor was replaced to bring delivery accuracy into specification.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (-6.15). No patient was involved in this event. No adverse effects were reported.